Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cadd-solis vip ambulatory infusion pump was underdelivered and did not deliver all the medication. When attempts were made to restart the pump, it delivered a portion of the medication and then started beeping. The event occurred while the device was in use with a patient. There was no patient harm.